Manufacturer narrative:
UDI number: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2018-00676 thru 3012447612-2018-00684.

Event description:
It was reported that the threads of eight closure tops broke and the inner washer of one screw was deformed while being tightened during surgery. The screw and all eight closure tops were removed and replaced with an alternative screw and closure tops. There was a delay longer than 30 minutes, but there were no patient impacts reported as a result. This is report five of nine for this event.

Manufacturer narrative:
Additional information: (ethnicity). The closure top was returned for evaluation. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the threads of eight closure tops broke and the inner washer of one screw was deformed while being tightened during surgery. The screw and all eight closure tops were removed and replaced with an alternative screw and closure tops. There was a delay longer than 30 minutes, but there were no patient impacts reported as a result. This is report five of nine for this event.